Event description:
Additional information was requested and received indicating that the intraocular lens found broken when opened.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a reportable malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a "broken" intraocular lens. Event details are unknown. Additional information has been requested; however, further information has not been received.